Event description:
Additional information was received stating that the needle issue was the patient's puncture site did not meet the best puncture conditions. This might have caused the repeated puncture unsuccessful. No environmental/external/patient factors led or contributed to the issue.

Manufacturer narrative:
Patient weight received. Additional information was added. The part was discarded at the site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external drainage and monitoring system was to be used to keep the wound dry and facilitate tissue repair due to intracranial infection and cerebrospinal fluid rhinorrhea. It was noted that the medical staff's related use and storage operations were correct; however, repeated puncture attempts failed due to needle problem, and the patient complained of weakness in both lower limbs after surgery. The puncture was stopped at an appropriate time. Active rehabilitation treatment was given, and the patient's lower limb muscle strength improved after treatment.

Event description:
It was reported that the external drainage and monitoring system was to be used to keep the wound dry and facilitate tissue repair due to intracranial infection and cerebrospinal fluid rhinorrhea. It was noted that the medical staff's related use and storage operations were correct; however, repeated puncture attempts failed due to needle problem, and the patient complained of weakness in both lower limbs after surgery. The puncture was stopped at an appropriate time. Active rehabilitation treatment was given, and the patient's lower limb muscle strength improved after treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.